Event description:
According to the reporter, during a laparoscopic robotic esophagectomy, the tech cycled the powered stapler and gave to the surgeon. The surgeon grasped tissue and tried to fire but it would not fire. Surgeon then opened and closed instrument to removed from trocar. After removing shaft the tech could not open the jaws of the stapler or remove the reload from the shaft. They disconnected the adapter and replaced it with another. There was no medical intervention or injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.